Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the event was likely caused by ccd unit failure due to water leakage that occurred due to a twist of the cable and dents on the coupler caused by improper user handling; water entered the ccd unit, resulting in ccd unit failure. The instructions for use provides the following statement: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found no image due to a faulty charge coupled device, unit failed the leak test due to a cut and kinks found on the on cable. The coupler is dented. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the device is having image issues. The screen is blank. There was no patient involvement. No additional information was provided.